Event description:
It was reported that the user experienced two episodes of hypoglycemia several hours apart while using an ilet system with a 23-inch teflon infusion set, with fingerstick readings around 40 mg/dl, treated with oral carbohydrates including honey, apple, and cola, after which glucose rose and then fell again before later stabilizing; the cause of the lows was unclear and no precipitating activity was identified. Symptoms included a subjective sense of abrupt glucose decline consistent with hypoglycemia awareness. Outcomes included transient symptomatic hypoglycemia without hospitalization or emergency care. Investigation included complaint intake, user troubleshooting and education on hypoglycemia treatment, and review for device alarms or malfunctions. Investigation of this case revealed no reported device alarms or confirmed hardware malfunction, and no device component failure was identified; the event was categorized as hypoglycemia with an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.